Manufacturer narrative:
August 20, 2015 software investigation completed. Findings are that the scan had movement which is not to protocol. Software is functioning as designed.september 11, 2015 a medtronic representative performed 2 navigation system check-outs, all areas passed in both activities. System performed as intended both times.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site performed a tracer registration on computed tomography (CT) scan for skull lesion and alleged being 1 centimeter off past the forehead. In trouble-shooting, it was noted that the scan had movement in it. The surgeon commented: "we should have re-scanned this patient." The surgeon opted to proceed with navigation and navigation got them to the edge of the lesion. There was no delay in therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Prior to the case in which the reported incident occurred, the medtronic site representative discussed her concerns about this scan with the surgeon, but the surgeon chose to proceed. The medtronic site representative discussed with the surgeons, staff, radiology supervisors, and techs, the importance of having a quality scan of the patient for navigation. After the surgery the surgeon acknowledged that he should have had the patient re-scanned. This was an isolated incident.